Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm reported that it was actually a reminder to test the batteries. No problem found. All test and measurements were recorded during pm. Completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that when turning pump on, the cs300 intra-aortic balloon pump (iabp) unit reads battery maintenance indicator. There was no patient involvement.